Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Review of the most recent repair record determined the control bar was damaged and the motor speed was low. The motor, sleeve, control bar, shaft bearings, and sleeve bearings were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the following failure descriptions were noted after diagnosis: bearings,control bar, and motor needed to be replaced. Investigation found the motor speed was low. There was no adverse event reported as a result of this malfunction.